Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10. Corrected field: h4. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review perio

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and during checking found that the display was flickering. The fse disconnected all the wires plugged to the display and reconnected them again. After completion, the fse realized that the problem has been solved. Performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during check, before use, the display in the cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involvement, and no adverse event reported.